Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Although the customer experienced multiple alarms in one day, a replacement pump was not issued at this time. Technical support advised the customer to contact further assistance if the issue persisted, but attempts to reach the customer in subsequent follow-ups were unsuccessful.